Event description:
It was reported by the patient that there was a red call doctor icon on the communicator for the pacemaker. Reports revealed that this right ventricular (rv) lead exhibited high out of range impedance for almost two years. The device was able to communicate with the communicator by the end of the call with technical services (ts). Ts referred the patient to the clinic. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).